Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was having an issue with the camera orientation. Technical support engineer (tse) recommended canceling the guided tool change and then reinstalling the instrument. Customer removed the instrument and undocked the arm, then reinstalled the camera. Customer stated the issue was resolved the procedure was completing as planned with no reported injury.